Event description:
It was stated that the customer was hospitalized for high blood glucose levels. It was also stated that the customer experienced high blood glucose levels three days prior to the hospitalization. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.